Event description:
It was reported that the neurostimulator did not last as long at the pt's previous neurostimulator. The pt's symptoms were also not controlled as well as they had been with the previous device. Impedances greater than 40,000 ohms were reported on the following combinations: case and 2, 0 and 2, and 2 and 3. The physician believed the connection was coming loose between the pocket adaptor and the header block of the neurostimulator. It was believed that the issue was with the pocket adaptor. The device was replaced and all impedances were within normal limits. The pt was doing well and the replacement neurostimulator seemed to be effective.

Manufacturer narrative:
(B)(4).